Manufacturer narrative:
Na

Event description:
The service report shows the customer reported that, the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The evaluation of the event has not been completed.